Event description:
Patient was revised due to pain and elevated ion levels. Report also noted that extra fluid was taken out of hip before surgery. **update** (B)(4) 2012 - legal claim received. **update**(B)(4) 2013 - litigation papers received alleging that the patient suffers from swelling and difficulty ambulating. Doi was provided in litigation. There is no new information that would affect the outcome of the investigation. **update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: pain; increased ion levels; 10-15 ml of fluid (a little bit darkly stained, but not grossly black) was noted in the joint; caseous granulation type tissue noted through the joint capsule and this was removed; mild corrosion and threading around the morris taper on the femoral neck, as well as on the inside taper of the femoral stem. The adapter sleeve and femoral head were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.